Event description:
The manufacturer received information alleging a ventilator shut down during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's coupler connecting the motor to the ballscrew was found to be broken. The device was scrapped.